Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the iol stuck in the cartridge, causing the haptic to break off. As the lens was cut from the pt's eye, there was a loss of vitreous and an anterior vitrectomy was performed. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.